Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there had been a warning on the right atrial (ra) lead. High lead impedance, potential lead noise and oversensing was observed. It was also noted that there was high atrial capture management. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that following clinic visit low impedance was noted on the ra lead and lead fracture was suspected. Reprogramming was performed and revision is planned for a later date.